Event description:
The facility reported that a capsular tear was experienced in conjunction with the use of a 21g sideport polisher. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 11/18/2008.